Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates: yes; nose shroud cracked/broken, yes; staples in nose, yes(7); staples in the track, yes(7) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info received and visual examination, it was concluded that the reported "device jammed" during surgery occurred due to a yielded cartridge nose weld and seven staples jammed in the nose. The instrument was received with seven staples jammed in the nose, yielded cartridge nose weld and yielded rotating head housing weld which can occur when the instrument is fired when jammed. No conclusion could be reached if the seven staples jammed in the nose caused the nose weld to yield or if the yielded nose weld caused the seven staples to jam in the nose.

Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the surgeon fired the device into the rectus muscle. The device jammed after a few staples. The surgeon fired the device after the jamming, and the handle broke. There was no pt consequence.